Manufacturer narrative:
Device is a combination product. B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 8 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, it was noted that the stent struts were mangled. The procedure was completed with a different device. No patient complications were reported.